Event description:
It was reported the patient had a loss of therapeutic effect. The patient reportedly was "constantly going (urination)" while on vacation and felt a jolt when she increased her stimulation with her programmer. It was also reported the patient's programmer was not "powering up" and the patient wanted a replacement. The patient reported they received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient had an appointment scheduled for (B)(6) 2013. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the patient met with a company representative on (B)(6) 2013 for reprogramming of her replacement programmer. It was reported that the patient had bladder surgery on (B)(6) 2013 for "something else". It was stated that the patient "put on her device (pacemaker) the previous day and noticed there was only one channel on her programmer". It was not clear what this meant. It was stated that the patient had expressed dissatisfaction with surgery and getting the device reprogrammed between two different doctor's offices.

Manufacturer narrative:
Product ID: 3093-28, lot# v833301, implanted: (B)(6) 2012, product type: lead. (B)(4).